Event description:
It was reported by the field service center that the ventilator's turbine did not rotate. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.